Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced the hyperglycemia. Customer¿s blood glucose level was 490 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer stated that insulin pump had external flash crc error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to problem isolated on the motherboard. Unable to verify watchdog timeout alarm and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.